Manufacturer narrative:
Summary of evaluation: the examination results could not verify the reported event and suggest that this event is not device related, but rather is associated with intra-operative procedures.

Event description:
Reporter states, "the insert would not fully seat on the tibial tray. Another insert was opened and implanted." There was no adverse consequence to the pt due to this event.